Manufacturer narrative:
Clarifications to e1: phone number: (B)(6). Clarifications to e1: zip code: (B)(6). Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® voluma¿ in the chin. The patient experienced "late onset nodules" that "hurts". The healthcare professional reported seeing some "inflammation" but noted that it could be from a ¿flare up of acne¿ that patient experiences. Symptoms are ongoing.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the healthcare professional stated that the patient reported the event 3 months post-injection with juvéderm® voluma¿ with lidocaine. The patient chin ¿looked inflamed/redness look to it¿ but was not sore. The patient had a history of acne and pigmentation in the areas that can alter the look/color. The patient felt the filler ¿had moved.¿ the patient was treated with ibuprofen.